Event description:
It was reported that the zimmer electric dermatome was chewing up the skin. There was no report of injury or adverse pt consequences associated with this incident.

Manufacturer narrative:
The device was returned to the MFR for eval. It was found that the device was in calibration on all graft settings, however, the motor rpm was measure to be 0. Parts replaced included; ball detent, bearings, motor, reciprocating arm, seal and retaining ring, and "o" ring. The device was repaired according to procedure and returned to the customer. The device was purchased in 2002. A review of service records indicate that the device has not been returned to the MFR for annual repair or preventative maintenance. The device has only received service three times since purchased. Those would include; (B) (6) 2004, (B) (6) 2006, and the last in (B) (6) 2007. It is documented in the instruction manual included with the device that "the zimmer air dermatome should be returned every 12 months for inspection and preventative maintenance."